Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported being in the emergency room due to diabetes keotacidosis and high blood glucose of 550mg/dl. The customer stated that when he woke up his blood glucose was low, and the infusion set was hurting. The customer ate and he gave a bolus, but the insulin pump alarmed no delivery. The caller mentioned that he changed the infusion set three to four times the day before. The customer inserted manually and does not pinch the skin or stand when inserting the infusion set. No further information was provided.